Event description:
Patient admitted for outpatient surgery, laparoscopic bilateral salpingo-oophorectomy. During the procedure, the surgeon attempted to use the harmonic scalpel/ace curved shears with pistol handle and hand control. Equipment not working. Attempted to use another cord without success. Then used another disposable handpiece with success. At the end of the case, device placed in sink to clean and noticed one end of the shears missing. Surgeon notified. X-ray completed in pacu which was read to be free of foreign object per radiologist and surgeon.